Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using a g7 sensor and an inset 6 mm 23" infusion set, with no leaks observed, no alarms reported, and insulin delivery not interrupted; a confirmatory fingerstick measured 453 mg/dl. Symptoms included hyperglycemia. Outcomes included troubleshooting and education, with the user opting for a manual insulin injection and being advised to wait at least two hours before reconnecting. Investigation included user interview and device-use review. Investigation of this case revealed no device alarms or observed set issues, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.